Event description:
Implant loss-spontaneous loss.

Manufacturer narrative:
Implant loss due to loss of osseointegration is a known complication associated with percutaneous implant systems, considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.